Event description:
It was reported from (B)(6) by medical staff that a patient experienced damage to power port 2 of the controller; there is no power transfer. The controller was exchanged with no reported consequences or impact to patient. The controller was exchanged from facility stock. No additional information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event referenced power connector 2 however it was confirmed that power connector 1 on the controller had a broken pin. No abnormalities were found with functional checks of power connector 2. The reported event was confirmed to be related to the device. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing of power port 2; however, power port 1 had broken pins. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The most likely root cause of the failure noted with analysis and the reported event is user interface; forcing the connection without aligning the cable to the power port. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.